Manufacturer narrative:
Product remained implanted. Batch record reviewed: no root cause identified from the manufacturing process. X-rays retrieved: suggests a misalignment of the bone fragments no correction or clinical outputs mentioned from the surgeon's side. Product initially remained implanted, but finally removed on (B)(6) 2026. Decision taken on (B)(6) 2025: the delay is due to the decision of the healthcare professional to wait for the 6-month recovery period before assessing the success of the bone recovery. According to the surgeon, the patient does not show any prior risk of failure and has followed the recovery instructions. On our side, we inspected 3 parts from the same implant batch with internal control means and confirmed their conformity to our geometrical specifications. Additional lab investigations have been performed on another explanted device from the same batch number, involved in a similar incident FDA report: 3010673777-2025-00004, and in comparison, with one non-used device of the same batch number. Shipped for analysis on dec. 17 to critt lab, for in-depth analysis of the material and the breakage profile, and by comparison to a not-used device of the same batch number. Following testing performed: chemical analysis testing: /cp and combustion examination of the fracture surface using a binocular microscope and sem microscopic examination vickers full-depth hardness testing. Conclusion of the analysis - as stated in the critt report n°25.12.150, dated 24/02/2026: the fracture of the centrolock implant is not due to poor-quality raw materials in terms of chemical composition, microstructure, or hardness.the fracture is caused by implant fatigue, potentially due to excessive and abnormal bending. Thus, the conclusions relative to raw material applies to the device in cause here. In addition, the explant has been retrieved on may 4th: the breakage profile is also typical of a fatigue breakage. Thus, considering the similarities between this case and the r2532614 one, we can assume that the cause of fracture is likely to be the same.

Event description:
During the follow-up x-ray at t+6 weeks after implantation, the surgeon observed that the implant has broken since its implantation. Case: transverse osteotomy for bunion correction. Consequence: correction not stable - potential delay for recovery, and potential need of an additional surgical procedure for correction. The surgeon decided to maintain the implants in the patient as the bone healing was going on then on (B)(6) 2025: the surgeon informed that he planned to remove the implant on (B)(6) 2026, and on (B)(6) 2026: revision surgery performed, centrolock explanted and replaced by peca screws. The device was retrieved on april 30th 2026 and shipped to hq on may 4th 2026.